Manufacturer narrative:
Additional concomitant medical products: model number: 72404127, lot number: 826131006, model description: control pump fgs iz; model number: 72400024, lot number: 828408014, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was explanted due to recurring incontinence. The system was found to be intact with fluid inside and cycling before explantation. The patient was implanted with a new aus device consisting of a 4.0cm cuff, 61-70 cm h2o balloon and pump. The new device cycled without any issues.